Manufacturer narrative:
The actual device involved in the reported incident was not returned for analysis. The issue of split or burst tubing when using power injectors was evaluated under a formal investigation. It was determined that this is not a manufacturing or materials defect. It was communicated to the customer that standard i.v. Administration sets are intended for general infusion and not recommended for use with power injectors. In addition, the infusion therapy account managers were advised of this issue and were provided a product list of those high pressure sets which are inappropriate for use with power injectors.

Event description:
Report received of tubing rupture during use with power injector. It was reported the medrad power injector was set at 100 ps to infuse approximately 100ml of isovue 370 contrast at a rate of 1.4ml/sec. Almost immediately after the pressure injection was initiated, approximately a 1 cm long "split" was noted below the y-site of the tubing set. The IV site remained patent, the IV tubing set was changed, and the unspecified CT study was resumed. The event resulted in contrast spills, cost of additional contrast, and a slight delay in the completion of the procedure. However, there was no reported bleed back or blood loss. There were no reported adverse patient effects and no medical interventions were required. Though requested, no additional information was provided.